Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. It was also stated that the customer had not been eating and he had been neglecting his diabetes. The customer changed the infusion set the night before being hospitalized.